Event description:
The customer reported that the patient lift was used in conjunction with an old sling bar. This led to the detachment from the lift when the patient was lifted. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
It was reported that the likorail 242 lift was being used in conjunction with a liko octostretch product # 3156066 and universal slingbar 450 qrh part # 3156085. The customer performed an inspection of the lift with baxter sales personnel on site. No malfunction was reported. Per the customer, the issue was caused by use error of using an old slingbar. The slingbar and liftstrap will be replaced for the customer. Universal slingbar can be used in combination with liko slings that attaches to the sling bar using sling loops. Liko universal sling bars are with two assembly options, fixed assembly or with quick-release hook. Additional information has been requested from the customer regarding the sequence of events leading to the incident. At this time, preliminary inspection of the device by the customer reported finding no malfunction/defect, however, baxter¿s investigation is ongoing. All relevant information received will be provided in a final report.

Manufacturer narrative:
No additional relevant information was received regarding the sequence of events that led to the slingbar detaching. A baxter sales representative went to the site and inspected the lift together with the customer. It was determined that the issue was caused by user error. The slingbar and liftstrap was replaced for the customer. Likorall overhead lift is intended for use in, health care, intensive care and rehabilitation. Likorall overhead lift is designed for fixed installation and free-standing lift systems. All common lifts and transfers can be performed using likorall overhead lift, for instance between bed/wheelchair, to/from floor, toilet visits, gait training, and together with stretchers. Likorall r2r (room to room) overhead lift enables the patient to be moved between two rail systems in separate rooms. Likorall overhead lift with the es designation is prepared for operation with the wireless handcontrol remote (ir) and in addition, a transfer motor can be connected for motor driven movement along the rail. Likorall s, irc overhead lift is prepared for continuous charging through the railsystem. The following statement is available in the IFU 7en160104 rev. 5 on page 2: before lifting, keep the following points in mind: make sure that the lifting accessory is properly attached to the lift. We recommend that at least two caregivers assist during lifting with the octostretch accessory. Plan the lifting operation so that it can be done as safely and smoothly as possible. Although the octostretch accessory has latches, special caution must be exercised. With the straps fully extended, make sure that the straps are correctly attached to the stretcher. Do this before you lift the patient off of the surface. Although there was no injury reported and no device malfunction was found, if the slingbar were to detach during transfer it could lead to serious injury or death.

Event description:
The customer reported that the patient lift was used in conjunction with an old sling bar. This led to the detachment from the lift when the patient was lifted. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.